Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had reduced sound perception with the internal device. External parts have been checked without improvement. It is unknown whether this was due to injury or trauma. On (B)(6) 2024 the user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. In addition, in situ measurements confirm a likelihood of bone growth over the reference electrode. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user had reduced sound perception with the internal device. External parts have been checked without improvement. It is unknown whether this was due to injury or trauma. The user has been re-implanted.